Manufacturer narrative:
The reported probe has been returned and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a laser probe failed to deliver laser. No additional information was provided. Pt impact is unk at this time. Multiple attempts have been made to retrieve additional information, but none has been rec'd to date.